Event description:
The medtronic aortic valve was mislabeled. The outer box label did not match the labeling on the jar inside. The labels on the jar and box were the same as far as lot number, serial number, etc.; however the difference in the packaging was simply in the title on the labels. The doctor wanted a modified subcoronary bioprosthesis, which was noted on the box. The jar read complete subcoronary bioprosthesis. After careful analysis of the device, the valve was implanted in the patient since it was the correct device as the doctor had requested. However, the mislabeling caused significant delay in the procedure while staff took time to assess the aortic valve.